Event description:
It was reported that the device had an electrical reset approximately 16 months ago due to a critical ram parity error, however; the parameters were not changed and diagnostics were still intact. Reprogramming was completed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant product: 5076 lead, implanted: (B)(6) 2011. (B)(4).